Event description:
Customer's son alleges his father was visiting his wife at a nursing home. When he pushed the throttle into reverse the scooter abruptly stopped.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Event description:
Customer's son alleges his father was visiting his wife at a nursing home. When he pushed the throttle into reverse the scooter abruptly stopped.

Manufacturer narrative:
Field service technician evaluated device. The acceleration control, variable speed control, and horn operated properly. The technician took the scooter for a test drive and the device functioned properly. Alleged complaint could not be duplicated.